Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had an insulin leak at the plunger and he also had multiple air bubbles in the infusion sets. The customer stated he had to change the reservoir and also used 2 infusion sets but he continued to have air bubbles and also had issues with the tape not sticking. Blood glucose value was 310 mg/dl. It was confirmed that the customer stored insulin in the refrigerator and then placed into the reservoir. The customer was advised to use insulin at room temperature to prevent gassing out. The product will not be returned for analysis.